Manufacturer narrative:
Results: bd received (B)(4) samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for poor clot formation with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Refer to (B)(4). Conclusion: confirmed for poor clot formation. Bd has initiated CAPA (B)(4) document further investigation and root cause(s) of this product issue.

Event description:
It was reported that there was poor clot formation in the bd vacutainer® glass serum tubes. No serious injury or medical intervention reported.